Manufacturer narrative:
Unit passed selftest however, unit received pump error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 68, pump error 49, and pump error 23 due to pump error 38. Unit received with corroded electronic assemblies and corroded battery tube.

Event description:
Information received by medtronic indicated that the insulin pump received pump error. Customer was able to clear alarm and rewind process. Customer stated that insulin pump experienced unexpected restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.